Event description:
It was reported that a spectrum pump did not register that the door was open. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, found that the issue was the pump door did not fully latch, and the device was not recognizing close door due to door fully not latched, and the link was binding, and failed upper aux. Evaluation determined that the link and link switch require adjustment and the upper auxiliary needs to be replaced to correct the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "did not register that the door was open" was not verified due to the reported problem was not evaluated for during this pump's service evaluation process. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.